Manufacturer narrative:
Concomitant product(s): product ID: 3889 ,lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. Device, method, result, and conclusion codes apply only to lead 3889 lot unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported by an advanced evaluation patient that they had just gotten back from the health care physician (hcp) office due to heavy bleeding from their procedure the day prior to the call. On (B)(6) 2019, the patient stated they had a fever and the area around their leads were infected so the patient had emergency surgery to have the device removed that morning. There were no further complications reported.